Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter adhering to the forceps base could not be identified and the root cause of the issue could not be determined. The event may be prevented by following the instructions for use below: ¿chapter 5 reprocessing: general policy.¿ ¿chapter 6 compatible reprocessing methods and chemical agents.¿ ¿chapter 7 cleaning, disinfection, and sterilization procedures.¿ ¿chapter 8 cleaning and disinfection equipment.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera ultrasound gastrovideoscope displayed balloon and channel malfunctions. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that a foreign object was adhered to the forceps base, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material on the forceps base noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. During the device evaluation, the following issues were discovered: the angle was insufficient, the angle had play, the control part side oredomekizu was damaged, switch 1 was scratched, the probe adhesive was peeling, and the image guide snake tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.